Manufacturer narrative:
Additional information received per the medical records indicate that the patient was implanted with the filter for deep vein thrombosis. This was done after gastric bypass surgery for morbid obesity. Post operatively, the patient was in stable condition and the filter was noted to be in a good position. According to the patient profile form (ppf), the patient continues to experience anxiety related to the device. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient was implanted with the filter for deep vein thrombosis. This was done after gastric bypass surgery for morbid obesity. Post operatively, the patient was in stable condition and the filter was noted to be in a good position. The filter subsequently malfunctioned and caused injury and damages to the patient. Including, but not limited to fracture, and filter embedded in the inferior vena cava wall. The patient was forced to undergo immediate removal of the filter approximately fourteen years later from the implantation date. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages, required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. Per the patient profile form (ppf), the patient continues to experience anxiety related to the device. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Clinical factors that may have influenced the event include patient and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned, caused injury and damages to the patient, including, but not limited to fracture, and filter embedded in the ivc wall. The patient was forced to undergo immediate removal of the filter approximately fourteen years after the implantation date. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages, required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The reported filter embedment could not be confirmed and could not be further clarified at this time. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The optease vena cava filter is indicated for retrieval up to 23 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the plaintiff underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient. Including, but not limited to fracture, and filter embedded in the ivc wall. The patient was forced to undergo immediate removal of the filter approximately fourteen years later from the implantation date. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages, required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.